Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument has broken during shell impaction. The device was hit at the end of the handle, and the handle broke. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows the handle and rod to be fractured as the complaint states. Fracture near the handle and rod intersection. Wear marks are noted on the device. No other notable damage found on the instrument. DHR was reviewed and no discrepancies were found. The root cause of the rod fracture can be attributed to aging and repeat load on the instrument during its field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows the handle and rod to be fractured as the complaint states. Fracture near the handle and rod intersection. Wear marks are noted on the device. No other notable damage found on the instrument. DHR was reviewed and no discrepancies were found. The root cause of the rod fracture can be attributed to aging and repeat load on the instrument during its field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.